Manufacturer narrative:
The reported difficulty of overfill was not confirmed in the devices logs and was not confirmed or duplicated in the product analysis lab (pal). Three simulated therapies were then performed using the pts therapy settings. During these therapies, no problems were encountered. A review of the event log data that is available does not show any anomalies. A review of the therapy log shows that the last therapy was completed with a negative uf of -633 mls. A review of the device service history revealed no trends. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Probable cause: therapy related issues. Additional PMA/510(k) is k923065.

Event description:
A customer contacted a baxter technical service representative (tsr), regarding a rn reports that, the hp had difficulty breathing and felt overfilled during therapy on august 11. Tsr reviewed the program, alarm log and therapy log. Hp had 2 reload set alarms, a check lines and bags alarm, and system error 2084 (the door was open while cycler was pumping fluid). Program parameters are as follows: ccpd, tv=11500, tt=9:00, fv=2000, lfv=500, dex=s, cycles=5. Therapy logs as follows: ID=26, lfv=0, tf=9997, td=-9364, tuf=-663, cycle 4uf=-1212, cycle 3=-266, cycle 2=820, cycle 1=25, bypasses 0, therapy changed=n. Tsr reviewed aug 10 and hp had completed therapy with no alarms or bypasses, tuf=261, cycle 5=1639, cycle4=-21, cycle3=324, cycle2=-76, cycle1=745. Tsr explained to rn that the total volume should be set to 10500 for this therapy. Rn requesting evaluation. Rn to program. Requesting swap, hp to do manual exchanges tonight. Cause could not definitively be identified, however, the total fills add up to be 10500ml and the total volume is programmed to be 11500ml. This error in programming leaves 1000mls unaccounted for during therapy and may have contributed to the overfill. The device was evaluated and evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The evaluation identified probable cause as "therapy related issues."